Manufacturer narrative:
(B)(4). Describe event or problem - additional; device available for evaluation - additional; additional information/device evaluation; device evaluated by manufacturer - additional; event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Sensor voltage was measured and failed. The transmitter was tested on a transmitter tester and was unable to connect resulting in failure. The customer complaint was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report a loss of connection between the transmitter, smart device and receiver that occurred on (B)(6) 2015. Patient was advised to remove the sensor and insert a new one. Patient was asked to wait until the bluetooth icon was solid and then to start the sensor session. At the time of contact, no injury or medical intervention was reported.